Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The reported events of multiple premature switching events and critical battery alarms were confirmed on the returned controllers, (B)(4). Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Analysis of (B)(4) log files revealed multiple premature switching events. These premature switching events are most likely due to communication anomalies or momentary disconnections between battery and controller or normal patient usage behavior. Log file analysis also confirmed several critical battery alarms on port 1. These critical battery alarms can be attributed to communication anomalies or the damaged connector preventing a positive connection. Four controller power-up events were logged between (B)(6) 2016. Available data logs only covered two controller power-up events. A controller power-up event occurred on (B)(6) 2016 at 15:25:03. The data point prior to the controller power-up event occurred at 15:11:12 and revealed that the controller was connected to (B)(4) which had 43% and 84% remaining charge, respectively. The data point after the controller power-up event showed that the controller was connected to (B)(4) which had 94% and 81% remaining charge, respectively. Another controller power-up event occurred on (B)(6) 2016 at 13:30:35. The data point prior to the controller power-up event occurred at 13:21:09 and revealed that the controller was connected to (B)(4) which had 66% and 45% remaining charge, respectively. The data point after the controller power-up event showed that the controller was connected to (B)(4) which had 65% and 42% remaining charge, respectively. A vad disconnect alarm was triggered on (B)(6) 2016 by a disconnection of the driveline from the controller. Analysis of (B)(4) log files revealed multiple premature switching events. These premature switching events are most likely due to communication anomalies or momentary disconnections between battery and controller or normal patient usage behavior. Log file analysis also confirmed several critical battery alarms on port 2. These critical battery alarms can be attributed to communication anomalies between battery and controller. Heartware has opened an internal investigation under to evaluate communication errors between batteries and controllers. Analysis revealed that (B)(4) failed visual inspection due to bent pins in power port 1.  Heartware has opened an internal investigation under to evaluate bent pins in controllers and battery chargers. Analysis revealed that (B)(4) passed visual examination and functional testing. The most likely root cause of the beeping can be attributed to momentary disconnections between battery and controller. The most likely root cause of the critical battery alarms can be attributed to communication anomalies between battery and controller as well as a damaged pin in the power port. The most likely root cause of the bent pin in the (B)(4) power port and wear on (B)(4) power port can be attributed to a forced connection. The most likely root cause of the pump stop, or losses of power, can be attributed to a disconnection of both power sources heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. (B)(4) - 1403us / manufacturing date: 05/28/2015 / expiration date: 05/31/2016 / (B)(4) / (B)(4). (B)(4).

Manufacturer narrative:
Additional devices for this complaints: (B)(4) - 1403us - MFR. Date: 05/28/2015 - exp. Date: 05/28/2016 - UDI number: (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure the steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that by the vad coordinator that the patient states he heard "beeping" for 3 days, he is not aware of what the message on the controller was reading at the time. Patient then states that he heard a continuous tone alarm followed by the pump stopping. Vad coordinator states that they were able to see an interruption in data when the controller was interrogated, confirming the pump stoppage. The coordinator opted to change out the patient's controller. It was stated that the patient tolerated the controller exchange well. No additional information available.